Event description:
It was reported to boston scientific corporation that a pt received a transobturator mid-urethral sling procedure that occurred in 2006. During a routine follow up visit that occurred five months later, post procedure bleeding was noticed. It was reported that 150ml amount of blood was lost. The pt was admitted to the hospital overnight for observation, during this period a vaginal plug was placed to assist with the bleeding. Several attempts here made to obtain additional information with no prevail. We are unable to determine if this event occurring on same day, is related to the bsc device implanted in 2006.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007, 15 month mid ureteral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress. Results of the ship history record review will be provided in a follow-up medwatch report.